Event description:
It was reported that right ventricular (rv) noise resulting in oversensing was noted. A revision procedure was performed and the rv lead was capped. A new rv lead was implanted, however, additional noise resulting in oversensing was again noted during the procedure. The new rv lead and the device were also explanted and replaced during the same procedure. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating abbott technical support was contacted, session records from prior to the revision procedure were reviewed, and low defibrillation impedance was also noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, no anomalies were observed either visually nor via diagnostic imaging.